Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment of a predilated lesion with 80 percent stenosis degree in the popliteal artery. After the pulsar-18 t3 was deployed, it was noticed that the stent was deformed at the distal end. Post-dilatation was performed. The stent remains in patient. Patient was discharged home.

Manufacturer narrative:
The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two videos and six photographs taken from the angiogram were reviewed. The videos and photographs provided show the stenosed popliteal artery with the stent after its release. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity in the distal stent portion may be suggestive of a focal stent compression. However, the quality of both the videos and the photographs is rather poor. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, pulsar-18 t3 is indicated for use in patients with atherosclerotic disease of the superficial femoral, proximal popliteal and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.